Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the suggested event was confirmed, and the device did not meet the standard specifications and function. The event may have occurred due to the following stress related conditions applied to insertion section: physical stress such as scrabbing, hitting insertion section; chemical stress from reprocessing unrecommended in IFU (reprocessing manual); stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited that there was coating peeling on the connecting tube. There were no reports of patient involvement.